Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 ruptured during patient use. The device was infusing an unknown patient with a solution of 420 milligrams folic acid in 250 milligrams 0.9% nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.